Event description:
It was reported that during a procedure involving the 5076 right ventricular (rv) lead, there was an unusual appearance of the ventricle sensed electrogram. The patient was being paced through a temporary wire, which was what the analyzer was sensing. The lead was repositioned multiple times, but the same appearance persisted on the electrogram. . The rv lead was capped and replaced. Consequently, the lead was replaced with a new 5076 lead, yet the same appearance on the vent sensed electrogram was observed. After further repositioning, the lead was finally placed in a position where the physician was satisfied with the electrogram. The new rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the rv lead was explanted.

Event description:
It was reported that during a procedure involving the right ventricular (rv) lead, there was an unusual appearance of the ventricle sensed electrogram. The patient was being paced through a temporary wire, which was what the analyzer was sensing. The lead was repositioned multiple times, but the same appearance persisted on the electrogram. The rv lead was capped and replaced. Consequently, the lead was replaced with a new lead, yet the same appearance on the vent sensed electrogram was observed. After further repositioning, the lead was finally placed in a position where the physician was satisfied with the electrogram. The new rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.